Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the cable connecting the front te to ECG a was severed damaging all of the wires in the cable. Additionally, the cable connecting the distribution node (dn) to the rear te was pulled from the strain relief, damaging the pulse wire solder connection within the dn. The root cause for the damaged cables physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.